Manufacturer narrative:
The devices related to this complaint were not returned. Please check the attached file for our investigation results. (B)(4).

Event description:
It was reported a revision hip surgery was performed after the patient's hip dislocated twice. Acetabular components and femoral ball head replaced.